Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination found that the stent had detached from the device and was not returned for analysis. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon had the appearance of having been inflated. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. Contrast media was present within the balloon, therefore indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). The lesion was pre-dilated with a 2.0x15mm maverick balloon. The 2.75x20mm promus element stent was advanced however was unable to cross the lesion. The procedure was completed with another 2.75x20mm promus element stent. No patient complications were reported and the patient status is stable, however returned device analysis revealed stent was dislodged from the balloon. It was further reported that the stent delivery balloon was inflated for stent deployment, however due to lesion calcification the stent did not deploy and came out with the balloon.